Event description:
It was reported that he was in the physician¿s office with a patient and low output current was seen. This was the second diagnostics run. He was asked to run another system diagnostic test. He was told to end the session as well before re-programming. When that was done, it stated the oc was ok but it was set to 1ma. It was stated that at no time was the device programed to 1ma, despite diagnostics stating 1ma. No additional or relevant information has been received to date.

Event description:
Data from the company representative's tablet was received and reviewed. No additional relevant information has been received to date.

Event description:
A decoder of the programming data was assembled and reviewed. Office visit data indicated that prior to the (B)(6) 2018 visit, the patient also had visits on (B)(6) 2018 and (B)(6) 2018. The data from (B)(6) 2018 is present in the decoded data but the (B)(6) 2018 data is not, and as the sales representative's tablet data is the only data received to date, the 11.0 tablet was likely used on (B)(6) 2018. Upon interrogation of the 106 generator with 1.0.2.2 sw on (B)(6) 2018, the invalid parameters warning was observed as a result of having previously been programmed with 11.0 sw on (B)(6) 2018; this temporarily disabled the device. It appears that the physician and sales rep did not proceed through the workflow to re-enable therapy, in line with the report that they switched to the 11.0 tablet to perform diagnostics. The low output current warning is likely symptomatic of the use of multiple software versions and the temporary device disablement due to the invalid parameters workflow. The low output current warning and the 1.5ma current delivered value could have been triggered due to multiple causes, including: - the timing of stimulation and programming events and their updating of these events to the generator memory - the original settings being retained in the generator firmware despite the device being temporarily disabled due to the invalid parameters workflow - delivery of a 1ma burst due to system diagnostics being performed when the device is 0ma.